Event description:
It was reported that the inflatable penile prosthesis (ipp) device was removed due to infection on (B)(6) 2018. A new 14cm 9.5mm ipp device was implanted on (B)(6) 2018. No further patient complications were reported in relation to this event.